Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2010 for bilateral back and leg pain. It was reported that she suddenly lost stimulation. There were no falls of other traumatic events reported. An x-ray was taken on (B)(6) 2010 and revealed that her lead had migrated. Surgical intervention was undertaken to reposition the lead, and effective stimulation was recaptured for the pt. No devices were explanted and none will be returned to the manufacturer.